Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in below knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during initial inflation at 8 atmospheres for 1 second the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.